Event description:
In 2009, the patient reported she has been off of insulin pump therapy for 8 months and is currently on injection therapy. She stated she did not take her insulin injection last night because she thought she had training for her new insulin infusion device today and did not want to have on board insulin. She stated that, beginning at 3:30pm today, her blood glucose has been elevated and she thinks she has "dka". Her current blood glucose reading is 224 mg/dl with her normal range being 97-100 mg/dl. Symptoms are lack of concentration and function. The patient was advised to contact her trainer. On follow up with the patient, she is now on her infusion device but is still having elevated readings up to 550-600 mg/dl. She said she has had elevated readings for 7-8 months and does not think her "basal rates are enough." She was advised to contact her physician for assistance. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.